Event description:
This case was reported via regulatory authority FDA (reference number: mw5068150) on 13-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migrating essure device"), genital haemorrhage ("excessive bleeding") and uterine polyp ("uterine polyp") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. Concomitant products included omeprazole, sodium bicarbonate (zegerid otc capsules), salbutamol sulfate (proair hfa), cetirizine hydrochloride (zyrtec), ibuprofen, naproxen sodium (aleve tablet) and paracetamol (tylenol). In 2005, the patient started essure (ess205). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria disability, medically significant and clinically significant/intervention required), uterine polyp (seriousness criterion medically significant) and fatigue ("excessive unexplained fatigue"). The patient was treated with surgery (removal of both essure devices and hysterectomy on (B)(6) 2016) and surgery (removal of polyp). Essure (ess205) was withdrawn. At the time of the report, the device dislocation, genital haemorrhage, uterine polyp, fatigue and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, uterine polyp, fatigue and pelvic pain to be related to essure (ess205). The reporter did not wish any further contact with the company. Company causality comment: this spontaneous not medically confirmed case refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced device dislocation ("migrating essure device"), genital haemorrhage ("excessive bleeding") and uterine polyp ("uterine polyp"). Hysterectomy was performed to remove essure. Device dislocation is regarded as serious due to disability, medical importance and intervention required; genital haemorrhage is serious due to medical importance; and uterine polyp is serious as consumer underwent a surgery to remove it. Device dislocation and genital bleeding are anticipated according to reference safety information for essure whereas uterine polyp is unanticipated. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. Given the nature of event, a causal relationship with essure cannot be excluded. After essure insertion, changes in bleeding pattern, including heavy and unscheduled bleeding, may also occur within consumer under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between genital bleeding and essure cannot be excluded. Uterine polyps are hyperplastic overgrowths of endometrial glands and stroma that form a projection from the surface of the endometrium and risk factors involve increased levels or activity of endogenous or exogenous estrogen. Considering the pathophysiology of the event and local effect of essure in the fallopian tubes, a causal relationship between uterine polyp and essure was assessed as unrelated. This case is regarded as incident because a surgical intervention related to essure was performed. A product technical analysis has been requested. Follow-up is not possible since no contact detail was provided.

Manufacturer narrative:
This case was reported via regulatory authority FDA (reference number: mw5068150) on 13-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migrating essure device"), genital haemorrhage ("excessive bleeding") and uterine polyp ("uterine polyp") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec), ibuprofen, naproxen sodium (aleve tablet), omeprazole, sodium bicarbonate (zegerid otc capsules), paracetamol (tylenol) and salbutamol sulfate (proair hfa). In 2005, the patient had essure (ess205) inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria disability, medically significant and intervention required), uterine polyp (seriousness criterion medically significant) and fatigue ("excessive unexplained fatigue"). The patient was treated with surgery (removal of both essure devices and hysterectomy on (B)(6) 2016) and surgery (removal of polyp). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, uterine polyp, fatigue and pelvic pain outcome was unknown. The reporter considered device dislocation, fatigue, genital haemorrhage, pelvic pain and uterine polyp to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 28-apr-2017: quality-safety evaluation received. Company causality comment: this spontaneous not medically confirmed case refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced device dislocation ("migrating essure device"), genital haemorrhage ("excessive bleeding") and uterine polyp ("uterine polyp"). Hysterectomy was performed to remove essure. Device dislocation is serious due to disability, medical importance and intervention required; genital haemorrhage is serious due to medical importance; and uterine polyp is serious as consumer underwent a surgery to remove it. Device dislocation and genital bleeding are anticipated in essure reference safety information whereas uterine polyp is unanticipated. During essure therapy, there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. Given event's nature, a causal relationship cannot be excluded. After essure insertion, changes in bleeding pattern, including heavy and unscheduled bleeding, may also occur within consumer under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality cannot be excluded. Uterine polyps are hyperplastic overgrowths of endometrial glands and stroma that form a projection from the surface of the endometrium and risk factors involve increased levels or activity of endogenous or exogenous estrogen. Considering the pathophysiology of the event and local effect of essure in the fallopian tubes, a causal relationship between uterine polyp and essure was assessed as unrelated. This case is regarded as incident because a surgical intervention was performed. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up is not possible since no contact detail was provided.